Manufacturer narrative:
The lens and reported material were not returned for evaluation. Two photos were provided of the lens in the eye. Toric axis marks are observed on the right side of the photo. There appears to be a mark or material on the posterior surface of the optic. Iol product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported event could not be determined. The lens and reported material were not returned. The lens remains implanted. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the iol had line shaped foreign material on the iol. The doctor removed the foreign material using the machine. There were no scratches on the iol.